Event description:
A resectoscope would not cut during a hysteroscopic endometrial ablation case. No power went through the sheath. The procedure was terminated by the surgeon and the pt was re-scheduled for a repeat surgery.